Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center had no signal output under sdi (serial digital interface) channel due to defective dx printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the printed circuit board failure led to no output signal from the serial digital interface. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.